Event description:
Pacing failure.

Manufacturer narrative:
The actual device in the incident was returned to the MFR to be evaluated. The returned unit did not pass proximal continuity testing. The proximal wire is disconnected from proximal electrode. However, solder is evident. The proximal wire may have disconnected from the electrode during handling. This incident may also be attributed to the unit being passed through a tight introducer. No specific conclusions can be drawn.